Event description:
He tested 81mg/dl and 45mg/dl within 5 mins on the same device. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.